Event description:
It was reported that the force sensor error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Cracked on right plunger case and no appearance of physical damaged on top case. Force sensor test appeared in the event history log. The technician performed power up process, checked and test force sensor. Force sensor test error was found at power up and unable to calibrate the force sensor at high standard. The root cause of the reported issue was found to be that the main board does not operate as intended. Replaced main board. Performed power up process and all functional tests which passed.